Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00186 on 28-jul-2021. Additional information (30-jul-2021): siemens further investigated the issue and determined that the cause of the discordant, falsely elevated total human chorionic gonadotropin result was due to the malfunction and misalignment of the aspirate and resuspend port wash tubing. The issue was resolved with replacement of those parts and correct re-installation of tubing as part of normal routine instrument troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported a discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt instrument. Quality controls (qcs) recovered within acceptable ranges before the sample was processed. The customer repeated 13 other samples from the same run and the repeat results recovered within 20% of the initial results. The customer service engineer (cse) was dispatched to the customer's site multiple times. Upon the first dispatch, the cse checked the wash station performance and sample and reagent alignments. Then, the cse replaced the wash block and aspirate probe 3 and 4 tubing. After checking the luminometer dark counts, the cse replaced aspirate probe 1 probe and tubing and correctly reinstalled resuspend ports 2 and 3. Acid and base dispense were checked. Calibrators and a precision with qc material were run and resulted within range with acceptable precision. The cause of the falsely elevated thcg is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt instrument. The falsely elevated result was reported to and questioned by the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, generating lower results, which were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.